Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the user interrupting the device's software update while it was in progress. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was unexpectedly power cycling/resetting itself.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was unexpectedly power cycling/resetting itself.